Manufacturer narrative:
As reported, the patient was implanted with a trapease vena cava filter. The filter subsequently malfunctioned and caused injury, damage to the patient including but not limited to pulmonary embolism, venous embolism and deep vein thrombosis. The device was not returned for analysis. A device history record (DHR) review could not be conducted as the sterile lot number was not provided. The inferior vena cava (ivc) filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Clinical factors that may have influenced the event include patient, pharmacological, lesion characteristics or other comorbidities. The presence of these clots do not represent a device malfunction. Recurrent pulmonary embolism is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. There are possible patient and pharmacological factors that may have contributed to the reported event. Based on the minimal information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported events. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient was implanted with a trapease vena cava filter. The filter subsequently malfunctioned and caused injury, damage to the patient including but not limited to pulmonary embolism, venous embolism and deep vein thrombosis.

Manufacturer narrative:
According to the information received in the patient profile from (ppf), the patient became aware of the events nine years and three months post implantation. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, blood clots, clotting, and/or occlusion of the ivc, pulmonary embolism and abdominal pain. The patient is experiencing sharp pains in the groin area where the filter was implanted. The pain continues up the lower stomach. The following additional information received per the medical records state that the patient has a history of hypercoagulable state and pulmonary embolus. During the implant procedure, the right femoral artery was accessed and a guidewire was inserted. The filter was advanced and deployed with its upper edge at the level of l2. The patient tolerated the procedure well. Information is pending and will be submitted in a follow up report when received.

Manufacturer narrative:
As reported, the patient was implanted with a trapease inferior vena cava (ivc) filter. Per the medical records, the patient has a history of hypercoagulable state and pulmonary embolus. During the implant procedure, the filter was deployed with its upper edge at the level of l2. The patient tolerated the procedure well. The filter subsequently malfunctioned and caused injury, damage to the patient including but not limited to pulmonary embolism, venous embolism and deep vein thrombosis. Per the patient profile from (ppf), the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, blood clots, clotting, and/or occlusion of the ivc, pulmonary embolism and abdominal pain. The patient is experiencing sharp pains in the groin and lower stomach area. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, dvt, pulmonary embolism and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Pain does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Correction to (product code).